Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as pre-existing moles that get rubbed by lv and causes them to bleed. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow-up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.